Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter distal end broke while slitting. The catheter was removed, and another catheter was used for implant. No patient complications have been reported as a result of this event.